Event description:
It was reported that this patient experienced shortness of breath, dizziness and syncope on a specific day. The patient indicated that they are traveling for work outside of their home state and have not been checked by a healthcare provider (hcp) since they experienced the symptoms seven (7) days prior. The patient also noted that the settings of their implantable cardioverter defibrillator (ICD) device were changed several times when they previously saw a physician and the patient contacted boston scientific technical services (ts) to inquire about the current programmed device settings. Ts indicated that the programmed device settings are a part of their medical record and referred the patient to their physician. Ts provided guidance to determine if device programming changes are needed in their current location or if it is possible to get in touch with their following physician. Subsequent information confirmed that the patient has not been seen by their following physician, but an appointment is scheduled in approximately two (2) months. The cause of the patients symptoms is unknown. The device remains in-service. No additional adverse patient effects were reported.